Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), pelvic discomfort ("discomfort"), abdominal distension ("abdominal bloating"), menorrhagia ("heavy menstrual bleeding"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (essure coils removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, back pain, pelvic discomfort, abdominal distension, menorrhagia, abnormal weight gain, migraine, alopecia, fatigue and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, dyspareunia, fatigue, menorrhagia, migraine and pelvic discomfort to be related to essure. The reporter commented: she never experienced any of the reported events prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014 and experienced abdominal pain/severe pain. Essure was removed on (B)(6) 2016. Abdominal pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case, no alternative explanation was provided. This case was classified as incident since device removal was required. Additionally, non-serious events were reported. Follow-up information will be obtained through the litigation process. According to the product technical analysis, there is no relationship between the reported medical events and a quality defect.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), pelvic discomfort ("discomfort"), abdominal distension ("abdominal bloating"), menorrhagia ("heavy menstrual bleeding"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (essure coils removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, back pain, pelvic discomfort, abdominal distension, menorrhagia, abnormal weight gain, migraine, alopecia, fatigue and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, dyspareunia, fatigue, menorrhagia, migraine and pelvic discomfort to be related to essure. The reporter commented: she never experienced any of the reported events prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014 and experienced abdominal pain/severe pain. Essure was removed on (B)(6) 2016. Abdominal pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case, no alternative explanation was provided. This case was classified as incident since device removal was required. Additionally, non-serious events were reported. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.